Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point, the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted.

Event description:
Affiliate reported that the user experienced difficulty with programming the valve. As a result, the patient needed to be scanned for position verification. The device has not yet been revised. Patient is stable.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. Please refer to (B)(4). A follow-up is being generated due to a necessary correction to in the medwatch report. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Event description:
It was very difficult to reprogram a codman certas valve that was implanted some months ago. The indicator tool of the therapy management system that should indicate the actual performance setting of the valve indicates each time the doctor used it, a different setting so that rx was needed to be sure on what setting the valve was programmed. Afterwards, it was also very difficult to reprogram the valve to a new setting. On 1/30 additional information explained that customer mentioned in general terms his concern with the device as an experienced user on (B)(6). This however did not relate to a specific case. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. Please refer to (B)(4). A follow-up is being generated due to a necessary correction in the medwatch report. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).